Event description:
Patient received burns (severity not indicated) during a breast reconstruction using a bovie medical electrode (es38). Settings at the time of the incident were 35-45, cut and coagulation.

Manufacturer narrative:
Visual inspection of electrodes in the as-returned condition showed charring and melted insulation at the point where the electrode inserts into an electrosurgical hand piece. The heat shrink material at the distal end of the electrode is melted and has ballooned, separated from the electrode shaft. There is an unknown residue in the ballooned area. One electrode is bent out of shape from its original straight position. The electrode appears to be used but is in good condition. We believe that electrode damage may have been the result of incomplete insertion of the electrode into the handpiece. We believe that the electrical arc and patient injury may have originated at the area of melted insulation at the proximal end of the electrode. In addition, the insulation was covered in blood which may have gotten inside the pencil and accelerated the failure. The insulation at the front of the needle shows melting and bubbling. This is likely the result of overheating the tip.